Event description:
It was reported that a main board / motor not running error was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR)was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found counterfeit tamper seals on pump and the pump cracked on lower right front corner of top case. The pump event history log review showed no error which related to main board in error history log (ehl), however a motor not running error was observed during occlusion test. The technician performed all functional testing and the main board operated as intended and no problem was found. The investigation found the main board misaligned which is causing the motor not running error. The root cause of the issue was caused by incorrect assembly of the main board by the customer. The technician reassembled the main board and performed occlusion test and all functioning testing which passed.